Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sensor expiration alert occurred prematurely. Additionally, it was reported that the transmitter lost connection with the pump for over an hour. There was no reported adverse impact. The customer replaced the sensor to resolve the issue.